Manufacturer narrative:
Additional information received: the implanting physician reviewed the scans and has reported that there was in fact no migration, no stent graft occlusion or any arterial stenosis observed. There was sac enlargement observed but no actions were taken to resolve this. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: enlw1616c120ee, serial/lot #: (B)(4), ubd: 07-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 8 years later the following events occured; arterial stenosis, device occlusion and device dislocation leading to stent graft migration. The cause of the events is currently unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.